Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 1 electrical fault. The electrical fault alarm may be indicative of compromised inner lumen wires, or an overcurrent condition due to an electrical short in the driveline or driveline connector as a result of the damage sustained to the driveline. The confirmed malfunction is related to the reported event. The most likely root cause of the reported electrical fault alarm can be attributed to a severed driveline. The most likely root cause of the driveline sheath damage is exposure to uv light. Heartware has opened an internal investigation to evaluate this type of issue. The most likely root cause of the reported electrical fault alarm can be attributed to a severed driveline. The most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02225 and 3007042319-2015-02226) submitted for devices related to the same event.

Manufacturer narrative:
Driveline was inspected during service and remains implanted. The controller evaluated during service, is not expected to be returned to manufacturer. Log analysis - for general information purposes- (B)(4). Log file analysis review date: (B)(6) 2015. Data through (B)(6) 2015. Normal power consumption. 1 electrical fault alarm was logged on (B)(6) 2015. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02225 and 3007042319-2015-02226) submitted for devices related to the same event.

Event description:
It was reported that a patient experienced an electrical fault alarm while at home. The patient lives in an area far from an implanting facility and had to be flown to a facility for driveline sheath repair. From service report: driveline inspection showed deep cut in driveline outer sheath and partial cut in the inner lumen. Electrical faults couldn't be reproduced. Driveline sheath repair was performed. This action is noted to have resolved the issue. There are no reported consequences or impact to the patient. No additional information provided.